Event description:
The affiliate alleged the customer reported elevated (B)(6) for one pt involving unicel dxi 800 access immunoassay system. The elevated results were discordant to two alternate methodologies, which were negative. The elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt did not exhibit any signs of infection. Quality control prior to the event was within specification. Testing at beckman coulter customer product line support (cpls) lab confirmed the pt's results were falsely elevated due to interfering substances in the pt sample. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.